Event description:
The facility reports the staff member was using the lifter to transfer the client from the bed to the chair. When the resident was placed in the seated position over the chair, the bottom right leg strap may have been jarred; the leg strap came off. The client slid out and onto the floor. The staff member eased the client out to try to prevent injury and bumped the client's head on the base of the lift. After checking the clients vitals, the sling was placed around him and he managed to get it off again. The staff member then got a different sling, checked twice, and transferred the client to his chair. The resident sustained a small bump on the back of the head (the size of a nickel) and three small scratches. A cold compress was applied. No other injuries reported.